Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an image that disappears. The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed "the image disappears when bent". Additionally, the investigation observed an error b30. It was likely due to electrical/electronic component problem. The most probable cause of the complaint is likely linked to the device, but the investigation could not identify the definite root cause. Olympus will continue to monitor field performance for this device.